Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the monitor cart would not power up. This would cause the system to fail to boot up. There was no pt injury or death reported.